Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. The device's functionality cannot be assessed through the photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the va lockscr ø2.4 self-tap l24 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 04.210.124ts, lot: 404l346, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:14 jun 2025, expiration date: 01 jun 2030. Non-sterile part # 04.210.124, non-sterile lot # 54847p7, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 18 feb 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for distal radius fracture on radius with the screw in question. In the surgery, after properly drilling and measuring using a guiding block and sleeve, the surgeon inserted the locking screw in question. However, it did not fix to the plate and continued to rotate, eventually penetrating the plate hole without resistance. Because it was difficult to remove the screw from the palmar side, it was left inserted and removed from the dorsal side. The surgery was completed successfully with 5 minutes surgical delay. After the surgery, the surgeon commented that the screw head appeared smaller than that of a standard product and wondered if this was the cause of the penetration, and whether it was a defective product. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.